Event description:
It was reported to philips that the device was not booting up due to battery.

Manufacturer narrative:
Correct reporting institution phone #: (B)(6). Correct reporter phone #: (B)(6).